Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element plus, mr, ous 3.00 x 38 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found evidence of stent damage, with struts from the mid-section to the distal end stretched distally over the distal tip. The undamaged crimped stent outer diameter was measured within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. A 3.00x38mm promus element plus drug eluting stent was selected for treatment. However, damage was seen on the stent strut when the physician inflated the device in the lesion. The stent was removed from the patient and the procedure was successfully completed with a different device without issue or patient injury.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. A 3.00x38mm promus element plus drug eluting stent was selected for treatment. However, damage was seen on the stent strut when the physician inflated the device in the lesion. The stent was removed from the patient and the procedure was successfully completed with a different device without issue or patient injury.